Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to a follow-up showing signs of an infection at the implant site. The patient was treated with antibiotics but the condition did not improve. The patient was subsequently hospitalized and the device and leads were explanted. No additional adverse patient effects were reported.